Event description:
Per the clinic, the patient developed relapsing localized infection and drainage around the abutment. The patient also experienced relapsing of vertigo symptoms. Subsequently, no subjective hearing improvement reported by the patient which lead the patient to become a non-user. The abutment was removed (date not reported) and a cover screw was placed on the implant fixture. The patient was treated with topical antibiotics and steroid cream.